Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 71-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The patient¿s history was unknown. The patient developed a hematoma at the impella access site. Vascular surgery was consulted, the hematoma was expressed, and a femostop was applied. No blood products or surgical intervention were required. Care was later withdrawn, and the patient expired. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The patient¿s death is most consistent with the underlying ami/cgs and profound hemodynamic instability associated with scai shock stage e.

Manufacturer narrative:
B2. Date of death was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d4(serial); e1; e3. The cause of the access site adverse event was not determined due to insufficient clinical details.